Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had presented at the homecare office with the foley catheter in hand. They stated that the catheter had been bothering them since it had been inserted on wednesday. On the day of the report, they heard a loud pop but was unsure where it had come from. Shortly afterward, when they went to use the toilet, they noticed that the catheter had fallen out.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had presented at the homecare office with the foley catheter in hand. They stated that the catheter had been bothering them since it had been inserted on wednesday. On the day of the report, they heard a loud pop but was unsure where it had come from. Shortly afterward, when they went to use the toilet, they noticed that the catheter had fallen out.